Manufacturer narrative:
The sheath referenced in this report was not returned to olympus for evaluation. The cause of the reported event could not be determined. Limited information was provided by the user facility regarding the reported event. Multiple follow up attempts were made via telephone and in writing to gather more detailed information regarding the reported incident; but with no result. However, if additional information becomes available or if the device is returned at a later time, this report will be updated accordingly.

Event description:
Olympus was informed that the ceramic tip of the sheath broke off inside a patient during a bipolar resection procedure. It is unknown if the ceramic tip was retrieved from the patient. It was reported to olympus that the patient incurred a slight injury. The details of the patient injury and the procedure are unknown at the moment.